Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon rupture was observed during pretest in the foley catheter balloon.

Event description:
It was reported that the balloon rupture was observed during pretest in the foley catheter balloon.

Manufacturer narrative:
The reported event was unconfirmed as the product met specifications. No root cause was provided as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.